Event description:
Friction from the drill caused metal shavings to fall into the wound.

Manufacturer narrative:
Friction from the drill caused metal shavings to fall into the wound, the drill wasn´t returned for investigation. No article and lot were provided. The dentist rinse the implant and the wound but continued the surgery. The doctor should have stopped the implantation and cleaned the wound. Dentist should have consulted instruction for use to prevent this from happen.